Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: a batch-related review of the complaint history was not possible, as the product and batch number are unknown. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with ae-qas-sp42, an unknown activl product, via the annual activl enhanced safety surveillance study (ess) covering a reporting period from 01feb2021 to 31jan2022. According to the complaint description, there was a postoperative "sensory neurological safety event". The initial surgery occurred on an unspecifed date. The patient had been treated at the l5-s1 level with the spike endplate. The patient developed bilateral pars fractures 10 months after having the arthroplasty device implanted. A permanent impairment occurred. Additional patient information is not available, although it had been requested. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: 9610612-2022-00229 ((B)(4) - ae-qas-sp42). 9610612-2022-00230 ((B)(4) - ae-qas-sp42). 9610612-2022-00231 ((B)(4) - ae-qas-sp42).

Manufacturer narrative:
Additional information/correction: a - patient data. B5 - update to description. B6- tests. B7- relevant patient history. D1 - d2 - suspect medical device. D4 - product code, lot number, expiration date. H4 - manufacture date. H6 - update to codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Update: an activl ess adverse event form was received with the following data: original implantation date was 19may2020 for "chronic back and right leg" in the index level l5-s1. Bone was was not used during surgery, and estimated percentage of endplate coverage was 85-90%. Non-steriodal anti-inflammatory drugs (nsaids) were not used after the procedure. The adverse event onset date for chronic pain was 02aug2021. There was development of bilateral pars fractures at approximately 14 months after surgery. Serial computed tomography (CT) scan results demonstrated the fractures developed at that time interval. Medications and injections were given for pain management. The patient has sought multiple surgical opinions, and has opted for conservative management. Management of condition includes medications and activity modification. The outcome is noted as not recovered/not resolved. Leading materials were also updated for superior endplate, inferior endplate, and inlay: associated medwatch reports: 9610612-2022-00229 ((B)(4) - sw992k) 9610612-2022-00230 ((B)(4) - sw996k).. 9610612-2022-00231 ((B)(4) - sw965).